Manufacturer narrative:
The initial medwatch report indicates: physio-control evaluated the device and was unable to duplicate the reported issue.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined. Physio-control performed a clinical review of the reported event and determined that the device use did not contribute to the patient's death.   The initial medwatch report should have indicated: physio-control evaluated the device and was unable to duplicate the reported issue.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.  After a review of the electronic device keylog, it was verified that the reported issue occurred and additionally, it was determined that the likely cause was an intermittent connection to the battery in battery bay 2.   Physio-control performed a clinical review of the reported event and determined that the device use did not contribute to the patient's death. (B)(4).

Manufacturer narrative:
The initial medwatch report indicated: catalog number - 11171-000037. The initial medwatch report should have indicated: catalog number - 99577-001957. (B)(4).

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined. Physio-control performed a clinical review of the reported event and determined that the device use did not contribute to the patient's death.

Event description:
The customer reported that their device lost power several times during a patient event.  The customer indicated that they were able to utilize a backup device, but no further information on the event has been provided.  The patient did not survive the event.